Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a pt. The devices display froze and then inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.